Event description:
A patient experienced increased pain post-operative. The patient was re-admitted and given neurontin and motrin for pain. CT scan showed veptr in good position and pt consult on stretching and exercises.

Manufacturer narrative:
Additional information was requested. Returned documentation did not include this information. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn as no device was returned and no catalog or lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: this is 1 of 24 reportable veptr events received in 2009, from this healthcare facility.